Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.  The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the two resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the device was pulled out from the scope. The same issue occurred with the second resolution 360 clip device. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.